Manufacturer narrative:
Product ID 3093-28, lot# j0519182v, implanted: (B)(6) 2005, product type: lead. Product ID 3093-28, lot# j0519182v, implanted: (B)(6) 2005, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Updated accurate event description. Prior mentioned information in event description in previous submissions that are no longer a part of this report can found with manufacturer report 3007566237-2019-01103. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer (hcp) regarding a patient with an implantable neurostimulator (ins) being used off label for urinary dysfunction/sacral nerve stimulation. It was reported that most of the implanted system had been removed and scar tissue was visible on the x-ray. It was noted that the patient was seeing someone for pain. Additional information was received from a consumer on 2019-apr-10. It was reported that the patient had the device removed because it was not working for them. Additional information was received on 2019-apr-22 in the form of the patient's medical record. It was reported by an attending physician in a medical record that the patient, who had a long history of interstitial cystitis, who in the past had had a revision to their synergy device and that this step has not really helped the patient much. The device was noted to have been bothering the patient so they were there for the removal of it on (B)(6) 2005. It was noted in the medical record that the patient¿s preoperative diagnosis was severe refractory interstitial cystitis with a nonfunctioning synergy device. During the procedure the device was removed as well as the two leads. It was noted that the anesthesia had been local/monitored anesthesia care. After written informed consent had been obtained, the patient had been brought to the operating room and underwent surgery with removal of the above. A detailed informed consent had been obtained and the patient had been brought into the operating room and placed in the prone position. The patient had been given sedation and their lower back had then been prepped and draped in the standard sterile fashion. On the left side, the synergy device could be felt. Using the old incision, it was infiltrated with lidocaine and through this incision, the synergy device was then removed after a skin incision had been made down to the generator. The fibrous capsule had to be opened and they felt two leads connected to this. Both leads had been pulled on traction. The lead on the patient¿s right side was somewhat stuck and therefore a small skin incision had been made after local anesthesia had been given to free it up. Next, with traction, both leads had been removed. Both incisions were then irrigated with betadine. They were each closed in two layers, deeper layer with 3-0 vicryl and a running subcuticular layer of 4-0 vicryl. Dressing had been applied, the patient had been awakened from sedation and it was noted the patient had tolerated the procedure well. The patient went to the recovery room in stable and satisfactory condition. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that most of the implanted system had been removed and scar tissue was visible on the x-ray. It was noted that the patient was seeing someone for pain. Further information received from the patient stated that she had an abandoned lead and wanted to know if she could have a head MRI. The patient wasn¿t sure which lead it was. The indication for use was urinary dysfunction/sacral nerve stimulation. Additional information was received from a consumer. It was reported that the patient had the device removed because it was not working for them. No further complications were reported/anticipated.